Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/26/2017, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The reaction was located at the abdomen. The reaction as described as itchy skin with bumps. The patient went to the dermatologist on (B)(6) 2016. The date of visit is an approximation. The dermatologist prescribed verdeso steroid cream to treat the affected area. At the time of contact, the patient was doing okay. No additional patient or event information is available.